Manufacturer narrative:
MFR received date: 06 sep 2019. This complaint was caused by a failure of the lm20 temperature sensor. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported high blower temperature. There was no patient involvement.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12june2019. The manufacturer¿s field service engineer (fse) confirmed the reported high blower temperature issue the fse replaced the blower to address the reported problem.

Event description:
The customer reported high blower temperature. There was no patient involvement.